Manufacturer narrative:
Date sent to FDA: 05/03/2017. (B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and tvt-exact was implanted. It was reported that patient underwent removal of mesh, tvt procedure on (B)(6) 2011 by dr. (B)(6) due to urinary retention, frequency, urgency, intrinsic sphincter deficiency. It was reported that following insertion the patient experienced overactive bladder, incontinence. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.